Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation investigation shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot. The owner's guide has been reviewed. There is no evidence the incident was caused by improper labeling. Based on the information provided, the root cause of the high values cannot be determined. The patient does note he felt symptoms of high glycemia before administering insulin and that the insulin dose was based partly on how he felt. Environmental factors, medical conditions, and testing practices, could have contributed. Storage conditions or testing practices may have led to the errors encountered during the control solution tests. Insulin, diet, exercise and health could have contributed to the reported hypoglycemia. No corrective action will be performed as system failure could not be confirmed. This complaint and results will continue to be trended.

Event description:
Customer called in because he feels his cvs advanced meter is inaccurately measuring his blood-glucose. Around 8 am on (B)(6) 2016, he awoke and measured his glucose twice. The cvs advanced meter read 506 mg/dl and 'hi' (>600 mg/dl). He mentioned he was experiencing symptoms of high blood glucose and dosed about 10-12 units of novolin based on both the meter reading and how he felt. He experienced a seizure shortly thereafter. Paramedics arrived and used their meter (brand unknown), which read 34 mg/dl. He was treated with IV and dextrose. A comparison between their meter (high 50s) and the cvs advanced meter (506 mg/dl) was made. After he had recovered, control solution testing on the cvs advanced meter resulted in errors.